Manufacturer narrative:
The product is not available for evaluation. The hospital sent the particle to a lab for analysis. However upon arrival at the lab they were unable to locate the particle for analysis. The lot history, trend analysis, risk analysis, and/or directions for use were reviewed and were considered acceptable, with the product performing within anticipated rates. No corrective action required. No CAPA is required, since there is no non-conformance. There was no impact to the patient. The investigation is complete.

Manufacturer narrative:
A review of the certificate of compliance and the final test traveler for part # 51671 rev. B found that the bl3170 serial number (B)(4) met all physical and functional requirements at the time of release. Additional information has been requested. The investigation is ongoing.

Event description:
A facility in the (B)(6) reported a white foreign body visible to the naked eye was found in the anterior chamber after cataract surgery.